Manufacturer narrative:
Additional information received from customer. Reporter's information from the customer's side: name: (B)(6). Occupation: bme. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely biopsy port was shaved due to shaft of cleaning brush rubbing against the biopsy port. However, a definitive root cause could not be determined. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU). Operation manual "preparation and inspection/ inspection of the endoscope". "Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchofiberscope forceps channel port was shaved. There were no reports of patient involvement.